Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the room light was not working and no power in the 24 volts power supply and all of the leds (light emitting diode) in the main cabinet were off. The fse checked the main cabinet and all relays and confirmed no fuses were blown and all the connections were tight and secure. Upon further troubleshooting, the fse re-assembled the main cabinet back and turned on the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.